Event description:
The pt received the scs system (B)(6) 2010, which included two leads from the same lot. It was reported one of the pt's programs was not working. Diagnostic testing identified invalid contacts. Reprogramming using the second lead resolved the issue. No further intervention is planned at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.